Event description:
Child was crying and holding his right index finger on arrival to stage ii room with family. When the child was examined, a 1 cm long by 0.5 cm wide area of what appears to be a burn was noted on the right index finger. The area was white with a black center. It was an elongated area. Doctors were notified and they came to examine the child several times. It was determined that the area was on the finger that had the wrap around pulse ox probe on it during surgery. The probe was examined and then plugged into a monitor (not on the pt) to see if it was heating up. No heat was noted after 5 minutes. All the wrappers were retrieved and saved from the pre-op room that was used for this patient. Patient was given motrin and fentanyl. Emla cream was applied to the area and covered with a band-aid per dr's orders. Scripts for tylenol with codiene and amoxil as well as silvadene cream were called in per dr's orders. Dr. Informed family that he would be calling them that evening and if they noticed any further problems with the finger, to give him a call and he would set up further follow up with wound care or hand specialist if needed. Patient was discharged home in stable condition.